Manufacturer narrative:
This report is submitted on march 23, 2018.

Event description:
It was reported that the patient's device was explanted (date not reported) due to an infection. Additional information has been requested; however, has not been made available as of the date of this report.

Manufacturer narrative:
Per the surgeon, it was reported that the patient was administered antibiotics on (B)(6) 2018. The implant site was debrided on (B)(6) 2018. Subsequently a skin flap revision was performed on (B)(6) 2018 and the antibiotics treatment continued until (B)(6) 2018.